Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on (B)(6) 2010, the patient experienced peritonitis and was hospitalized the same day. The cause of the peritonitis was unknown. Pd therapy was ongoing. Treatment information was unknown. In (B)(6) 2010, the patient was discharged from the hospital and was recovering.

Manufacturer narrative:
Evaluation summary: suture holes in the valve sewing ring suggest an attempt to implant. No damage detected to the leaflets, wireform, band or sewing ring. No inconsistencies detected. Method: x-ray. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, procedure factors. It is typically not related to product malfunction. In this case, no indication was given that there was a product malfunction. Therefore, no root cause can be provided for the explant of this device.

Manufacturer narrative:
No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (4) sales representative. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.

Event description:
It was reported by edwards (B) (4) sales representative that he received a 3300tfx, 25mm valve from (B) (6) that was implanted and then immediately explanted (intra-operatively) on (B) (6) 2009, due to unknown reasons, but sales representative will speak to the surgeon about it this week and find out more information. The procedure was for a type a aortic dissection repair. The device is available and will be returned by sales representative.